Event description:
It was reported by the sales consultant that, patient had a proximal humeral fracture and received implant surgery on (B)(6) 2012. Post-op, the patient had dementia and had fallen once or twice at the nursing home. At a follow up visit to see the doctor, the patient did not complain of pain however, x-rays showed the humeral head was pulled off the screws but the screws stayed in the plate. The implants still remain in the patient and no parts are broken. The doctor is going to keep the implants in the position they are and has no plan to revise patient at the moment. This is 7 of 8 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.